Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by abdominal pain. The cause of and the treatment for the peritonitis was not reported. It was reported that the patient went to the emergency room due to the abdominal pain and was diagnosed with peritonitis on the same day. It was not reported if the patient was hospitalized for the event. At the time of this report, the patient was recovering from the peritonitis and pd therapy was ongoing. No additional information is available.